Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found white foreign material inside the air/water tube and the air/water cylinder. The connector, outside shield unit, cable unit, plug unit, scope connector case unit, circuit board unit in scope connector and scope connector cover unit had corrosion due to water leakage, damage on switch 2, forceps channel port has a scratch. Air/water cylinder has no color, suction cylinder has no color, due to corrosion on plug unit the color tone of the image was not proper, light guide lens had a crack, connecting tube had a wrinkle and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "white foreign material in the air/water channel and air/water cylinder" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. The customer provides cleaning disinfection and sterilization information, however whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. Olympus will continue to monitor field performance for this device.